Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was running extremely slow. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was running extremely slow. A technical support specialist (tss) found that excessive memory usage was degrading the station application performance. The tss removed the station database, fixed the medap, resynchronized the station with the server, verified limits of both the database size and central processing unit usage. Subsequently, the tss updated the resolution to the customer over the phone to resolve. The system functioned as intended after the technical support specialist troubleshot the issue.